Event description:
It was reported the pt is not receiving adequate stimulation. The pt reported she had not charged her ipg for about three months. The pt's programmer displays a communication error. The pt's ipg was unable to establish communication with external devices and replacement devices were unable to resolve the issue. It was reported the physician would be notified of the issue. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.